Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The procedure was restarted, it was necessary to remove the entire system and restart the procedure again with a new phenon and flow diverter available in the room. The cause of the resistance was not determined. Apart from resistance, there was no premature opening or detachment of the pipeline. Resistance was noted between the phenom 27 and phenom plus catheters, and both catheters experienced difficulty navigating the anatomy. The pipeline showed resistance only when delivered through the phenom 27. It is unknown whether the pipeline was placed in a curvature of the vessel when it failed to open, and there is no information available regarding any additional steps or other devices that may have been attempted to open the pipeline.

Manufacturer narrative:
H3 product analysis: drawing(s) referenced: n/a, as found condition: the pipeline flex shield embolization device was returned for analysis within shipping box; within a plastic bio-pouch; within an opened pipeline flex shiled inner pouch; and within a dispenser coil. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid was found fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a, conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure /incomplete open at distal as the device was resheated. In addition, the proximal and distal ends could not be identified. The pipeline flex shield braid was found fully opened and damaged. However, the root cause for damage could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was minimal and the pipeline was not placed in a vessel bend. Which eliminates these factors out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during navigation, the physician observed friction and resistance for the positioning of the pipeline and during the release of the device it was not possible to release it due to a crash of the same. Possible maneuvers were performed to release the pipeline, but without success. There was friction during delivery of the phenom 27 and phenom plus catheters. Difficult navigation was also reported. During delivery, the pipeline became stuck in the proximal section of the catheter. The physician released the load (slack) in the system in an attempt to resolve the issue. The reported devices and any accessory devices were prepared and the catheters were flushed as indicated in the instructions for use (IFU). The patient was undergoing surgery for aneurysm embolization with flow diverter of a saccular, unruptured cerebral aneurysm of the right posterior communicating artery with a max diameter of 18mm and a 16mm neck diameter. Patient had a giant aneurysm, partially thrombosed, with kinking in the cervical carotid and carotid cavernosa with hostile angle. It was noted the patient's vessel tortuosity was moderate/severe. Access vessel was the femoral outlook. There was no injury as a result of the event. Dapt (dual antiplatelet treatment) was administered. Ancillary devices include a phenom 027 160cm microcatheter, lot 231091955, expiration date 04/15/2028, phenom plus lot 230903556 microcatheter, expiration date 03/14/2028, avigo microguidewire, lot d039122, expiration date 13/05/2028.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.